Manufacturer narrative:
The pump was not returned to mmdg. Because the device was never returned, no testing was performed and the complaint was unable to be confirmed.

Event description:
The initial reporter stated that the pump failed to alarm no flow out. During a follow up call from mmdg the initial reporter was unable to provide any further information and was it was unclear if the device was actually in use by a patient or if this was discovered during testing. [(B)(4)]

Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump operated within product specifications. Mmdg could not replicate or confirm the complaint. Based on the investigation results, no MDR was required.

Event description:
The initial reporter stated that the pump failed to alarm no flow out. During a follow up call from mmdg the initial reporter was unable to provide any further information and was it was unclear if the device was actually in use by a patient or if this was discovered during testing. (B)(4).